Event description:
It was reported that during the implant procedure, there was positioning difficulty, high impedance of 2200 ohms, an apparent lead fracture, and unraveling of the proximal coil. In addition, there was tightness going through a 9fr introducer. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned. The defib conductor was distorted at 39 cm. Visual inspection noted implant damage. No abnormalities found that would contribute to the reported electrical issue.